Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 3.2x28mm, concentric, de novo target lesion was located in the moderately tortuous and non-calcified left main coronary artery (lmca) to left anterior descending (lad) artery. Following pre-dilatation resulting to 70% residual stenosis, a 3.00x28mm promus element ¿ drug-eluting stent was deployed to treat the lesion. However, post stent deployment, a dissection was noted. Subsequently, a 3.00x16mm promus element ¿ drug-eluting stent was deployed to cover and bail out he dissection, and the procedure was completed. No further patient complications were reported and the patient's status was stable.